Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two implant dates were provided: (B)(6) 2008 and (B)(6) 2010. However, it was reported that the patient was also implanted with three other products, and it is not specified which product was implanted on which date.